Event description:
Consumer says the device separated and he injured a tooth at night while bruxing. Injury was later clarified to be tooth pain, not tooth fracture.

Manufacturer narrative:
This event is being reportable malfunction. Consumer said the he injured his tooth, but later only reported tooth pain and not tooth fracture. This is a boil and bit otc bruxism device. The separation of layer can occur of the consumer bites into the material too hard during the fitting process, which can displace too much of the material, thereby making the upper layer too thin. Fitting results can vary depending upon the consumers attention to detail during the fitting process. This is being considered a reportable malfunction because the consumer can bite down hard enough to make a hole in the device, causing tooth on tooth bruxing during use, which can cause tooth damage.